Manufacturer narrative:
Device was received with no motor movement or negligible during rewind due to jammed motor gearbox.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received no motor movement or negligible movement and retries to free a stuck motor failed. The customer¿s blood glucose level was 230 mg/dl. Customer was able to successfully clear the alarm. Customer was not able to complete insulin pump rewind. Customer troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.